Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient has a motor error on their insulin pump. Patient's blood glucose level is at 342mg/dl. Trouble shooting is conducted and found water damage. Patient is advised to cease use of pump and resort to back up. Device is being returned. No further information available.

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. However, moisture damage was found on the keypad traces. The insulin pump alarmed motor error during rewind due to the motor gear box jammed. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery and displacement test due to constant motor error alarm. No moisture damage inside the insulin pump noted. The device was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.